Event description:
The customer received a high out of range control result by 30-40mg/dl on her contour next link meter. The meter did not mark it as a control test, which could potentially be interpreted as a blood result. No adverse event was alleged. Control results fell in range during the call. Customer was satisfied that the system was working. No product will be returned.

Manufacturer narrative:
This information was not provided in the initial report.